Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori-assisted surgery, the patient ended up with more valgus than the surgeon had planned and was also noted to be very loose medially. The procedure was resumed, after a non-significant delay, with the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was not confirmed. Upon reviewing the provided logs and screenshots, no internal or critical errors were identified. Furthermore, execution of test case 1, test case 2 and test case 3, using fixture tool confirmed that the system is functioning as expected and producing the correct results. There's no cori bugs related to this behavior. As per the provided screenshots and logs where the planned post op alignment is 2-degree valgus however, the system displayed achieved alignment as 8-degree valgus, this behavior could not be re-created. As for the "medially loose" issue, there was no anomalies found during post op gap assessment; from the provided screenshot there seems to be some gap on the medial side. However, the reason for this gap is not known. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual, functional or log file review, factors contributing to the reported symptom may have been associated with user technique/variance. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.